Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one zuma catheter was used. It was reported that dissection occurred. The sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.

Manufacturer narrative:
The patient has a medical history of hypertension, hyperlipidemia, diabetes. The index procedure was prompted by mi. The index procedure took place on the (B)(6) 2018 and the lad was treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was a resolute onyx device used during the index procedure. If information is provided in the future, a supplemental report will be issued.